Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the ventricular lead was placed then the doctor was unable to regain venous access to place the atrial lead. The lead was not placed. No patient complications have been reported as a result of this event.